Manufacturer narrative:
Product complaint # (B)(4) h3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as j602 product code, lot number 107uk7, expiration date 2030-03-31, in a second image a winding former with needle/suture dispensed, the needle broken into two parts in the attach area. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information received: during laparoscopic surgery, the product was used before the trocar was inserted, so no needle piece fell into the patient¿s body.

Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by a sales rep that, during laparoscopic colectomy, when the doctor passed through the needle into skin and attempted to lift it, the swage part of the needle broke. The same amount of force as usual was applied, but the needle broke. However, the needle had been held by a nurse. The product was used on the skin. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.